Event description:
After wearing stockings patient developed stage 2 breakdown at front of ankles. Nurses applied wound dressing and oversaw more frequent removal of stockings until patient refused to wear them at all. This event is one of 11 similar incidents experienced by patients in july 2006.